Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a pace impedance measurement of greater than 3,000 ohms. This pacemaker dependent patient presented to the emergency room (ER) with pre syncope. Intermittent myopotential oversensing and pacing inhibition was observed in unipolar, during an interrogation. Reprogramming was performed in split configuration. A commanded shock was performed in the ER. Ultimately, this rv lead was explanted due to a conductor fracture. This rv lead is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a pace impedance measurement of greater than 3,000 ohms. This pacemaker dependent patient presented to the emergency room (ER) with pre syncope. Intermittent myopotential oversensing and pacing inhibition was observed in unipolar, during an interrogation. Reprogramming was performed in split configuration. A commanded shock was performed in the ER. Ultimately, this rv lead was explanted due to a conductor fracture. This rv lead is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report filed to include impact device codes f2203: imaging required and f2303: medication required. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a pace impedance measurement of greater than 3,000 ohms. This pacemaker dependent patient presented to the emergency room (ER) with pre syncope. Intermittent myopotential oversensing and pacing inhibition was observed in unipolar, during an interrogation. Reprogramming was performed in split configuration. A commanded shock was performed in the ER. Ultimately, this rv lead was explanted due to a conductor fracture. This rv lead is expected to be returned. No additional adverse patient effects were reported.